Manufacturer narrative:
Previously reported as asr. New information--updates to event description, relevant history, and patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress incontinence. It was reported that after implant, the patient experienced recurrence, pelvic pain, kidney and bladder infections, strong urine odor, disturbed sleep, and emotional toll.